Event description:
It was reported that the customer received a button error alarm from her insulin pump. The customer's blood glucose level was 121 mg/dl. Standard troubleshooting was performed. The insulin pump alarmed for the button error after the customer suspended the insulin pump to take a shower. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with intermittent act button response due to flattened button dome switch. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).